Event description:
It was reported that a t15 glenoid driver was being utilized to seat the central screw in the glenoid baseplate. During the final seating of the screw, the driver tip sheared off and appeared "torqued". The tip of the driver was observed to be "cold welded" in the central screwhead, flush with the head of the screw. Every effort was made to remove the remaining driver tip. The depth checker was used to ensure the central screw was seated sufficiently to allow glenosphere impaction. Seating of the glenosphere commenced. Proper verification steps were taken to ensure full seating of glenosphere. Follow-up investigation: date of procedure was (B)(6)2015. The driver tip twisted off during final turns. After impaction the surgeon performed the pull test with the appropriate arthrex forceps in multiple planes to ensure the glenosphere was properly seated. No x-rays were taken. Case was not interrupted from the normal sequence of steps.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event include continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned, leveraging, torquing while leveraging the device, and/or not fully seating the driver into the screw during tightening. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.